Manufacturer narrative:
"This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b positive, rsv negative (reported to physician). Retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Customer also reported that patient was negative for flu by liat and simplexa assays. Review of data provided by the customer showed all tests showed normal amplification curves. Root cause is inconclusive. There is no evidence of product malfunction and there was no reported patient harm. Discrepancy is not for sars-cov-2; discrepancy is for flu b. Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid."

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected sample from a patient with no symptoms of covid-19. Patient sample was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a negative, flu b positive, rsv negative (reported to physician). Retest was run (B)(6) 2020 using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 negative, flu a positive, flu b positive, rsv negative (reported to physician). Customer also reported that patient was negative for flu by liat and simplexa assays. Discrepancy is not for sars-cov-2; discrepancy is for flu b. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.